Event description:
In this case, the customer reported an issue related to incorrect time settings on their device. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in updating the pump time, advised monitoring for any further discrepancies, and the customer understood and acknowledged the guidance provided.